Event description:
It was reported that during the surgery, difficulty was encountered when attempting to thread the trauma nail into the mating bolt instrument. The items became cross-threaded, so a mating handle was attempted for use, and this item also became cross-threaded.

Manufacturer narrative:
This report will be amended when our investigation is complete.